Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported complaint of hose damage could not be confirmed. The device met manufacturing specifications. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had hose damage. Device was not used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.